Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 4965-35 lead. Implanted: (B)(6) 2008; pm3210 ipg implanted:(B)(6) 2014.

Event description:
The lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.